Manufacturer narrative:
Add'l info will be submitted once the quality investigation is complete.

Event description:
It was reported that during a dental implant procedure a micro drill long straight attachment fell apart in pieces into the surgical site. Every piece was retrieved from the surgical site; no medical intervention was required. However, the surgical site was irrigated. A readily available alternate attachment was used to complete the procedure. No delay was reported.